Event description:
Customer reported the system shut down during case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and reloaded software. Sys operates as intended.